Event description:
The customer reported via phone call that they experienced high blood glucose level. Blood glucose reading was above 400 mg/dl. Troubleshoot was already performed. The pump well not be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.